Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Based on the information provided and without the product to examine, a definitive cause for the reported difficulties cannot be determined; however, there is no indication to suggest a product quality issue with respect to manufacture, design or labeling. The reported treatment appears to be related to operational context of the procedure as additional post-dilatation was performed to fully appose the stent to the vessel wall. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2015, the patient underwent a coronary stenting procedure to treat a target lesion in the moderately calcified and mildly tortuous proximal to distal left anterior descending (lad) artery. A sion blue guide wire was advanced to the distal lad and a 2.0 x 15 mm balloon dilatation catheter was used to perform pre-dilatation. A 2.75 x 33 mm xience prime stent was advanced and successfully implanted in the distal lad. A 3.5 x 23 mm xience prime stent was then implanted proximally, overlapping 1-2 mm with the 2.75 x 33 mm xience prime. After stent implantation, intravascular ultrasound (ivus) noted malapposition in the 2.75 x 33 mm xience prime stent. Post dilatation was performed in the 2.75 x 33 mm xience prime stent, using a 3.0 x 20 mm dilatation catheter. A 3.5 x 18 mm dilatation catheter was used to dilate the stents where they overlapped. Ivus was performed again and complete stent expansion was noted. No additional information was provided.